Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿low¿, however, a specific bg value was not provided. Customer consumed sugar to address low bg. Customer continued using the pump for insulin therapy.